Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.

Event description:
It was reported that after a realize laparoscopic gastric band procedure, the ¿tubing came disconnected.¿ it is unknown if surgery date has been schedule to reconnect tubing.additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.